Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Information updated to reflect the correct complaint awareness date, issue description, and patient weight.

Event description:
Consumer states her seat on the commode has cracked. The cracked seat pinches a lesion along the back of her thigh.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer states her seat on the commode has cracked.